Manufacturer narrative:
(B) (4).

Event description:
There were coupling and communication issues between the implantable neurostimulator and the recharger. No recharge efficiency bars would darken. The device was superficial and not tipped in the pocket; the surgical wound had healed. The neurostimulator had charged normally prior to surgery. The device communicated with the pt programmer normally. An implantable neurostimulator flip was confirmed under fluoroscopy. The hcp slipped it back non-surgically. Recharging was then normal. The implantable neurostimulator was never over discharged or showed other abnormalities.